Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/09/2025, a sales representative reported via email that (qty. 2) of an ar-3636h knotless 1.8 hip fibertak anchor malfunctioned in the same manner after the surgeon had drilled with a 1.9mm drill and successfully used the first anchor. When attempting to convert the knotless mechanism, the non-looped end of the shuttle suture detached from the anchor body. The case was completed successfully. This was discovered during a hip labrum repair procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning.

Event description:
Additional information received on 5/19/2025: the case was completed using another ar-3636h knotless 1.8 hip fibertak. The case experienced a delay of five to ten minutes; however, additional anesthesia was not needed.